Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. Event day and event month were not reported. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an anastomosis procedure, the device was shot and the formation of the staple line was not effective, leaving the entire line of staples open. There was no patient consequence.